Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: hypertrophic scar. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with a left-sided 400cc mentor memorygel breast implant and a right-sided 450cc mentor memorygel breast implant. Post-operatively, the patient expressed a desire to change her implants to a larger size. It was also reported that the patient experienced hypertrophic scarring of her right breast, which was confirmed during a physical exam. As a result, the patient underwent bilateral removal and replacement with a right-sided 550cc mentor memorygel breast implant and a 600cc mentor memorygel breast implant as well as a scar revision of her right breast on (B)(6) 2023. During the revision surgery, it was discovered that the patient¿s left prosthesis was ruptured. There were no patient consequences or surgical delays reported due to the rupture discovered during explantation. This report is for the right implant. Refer to manufacturing report number 1645337-2024-00538 for the contralateral event.